Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. The patient declined further troubleshooting, and no additional actions were taken.